Event description:
A physician reported a pt who had received multiple treatments in the past. The pt's original skin test date was not known. On 12/7/98, the pt was treated in the vertical lip lines and the nasolabial folds. The pt stated that immediately following her collagen injection, she developed "dark spots" and "hard knots", subsequently developing into "pimples" at the treated sites. The pt stated that she "looked like she has chicken pox" after the treatment. The pt stated the symptoms lasted one to two weeks, then resolved. The pt stated she went to a dermatologist for a corticosteroid injection for treatment of symptoms. The pt said the dermatologist has not diagnosed the symptoms. The pt first reported the symptoms to the reporting physicians on 5/25/99. The reporting physician did not observe the symptoms, and therefore could not offer a diagnosis.